Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's and observed that the device would not remain powered on to download device data, or to charge and shock. Physio determined that the cause of the reported issue was due to filter, designator fl9, on the analog pcb assembly had process residue which caused excess leakage current.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.